Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on both right atrial lead and right ventricular lead. The noise was reproducible with extension and retraction of the left arm. The patient was not device dependent. The lead noise would be monitored. The patient had no adverse events.